Event description:
The customer reported the air/water flow of the colonovideoscope was too low. The issue was found during reprocessing. There was no report of patient harm. During device evaluation at olympus, it was found the nozzle was clogged with a foreign material resembling black rubber. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's issue was confirmed. Additional evaluation findings are as follows: auxiliary water inlet had corrosion, due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, the play of u/d (up/down) knob was out of the standard value, and the c-cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿black rubbery foreign material clogged in nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that the reprocessing steps were not implemented in line with the instructions for use (IFU). The device was returned to olympus without reprocessing at the user facility due to the defect. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.